Event description:
The customer reported to olympus that the gastrointestinal videoscope had tube bent /collapse. During inspection and evaluation, foreign material came out of suction channel, and foreign material came out of the forceps channel. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: bending and connecting tube have a dent, connecting tube has coating peeling and a scratch, due to deformation of scope cover, water tightness is lost, due to wear of angle wire, bending angle in up direction and the play of up/down knob does not meet specifications, adhesive on the bending section has a chip and a white clouded area, due to clogging of nozzle, water removal ability does not meet specifications, due to a dent on channel tube, forceps cannot be inserted smoothly, adhesive around objective lens is peeled, adhesives around light guide lens has white-clouded area, plastic distal end cover has a scratch, and video cable has a dent. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope. There was a delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water. It¿s unknown if the endoscope was immersed in the detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. Based on the results of the investigation, the foreign material was unable to be identified. The event can prevented by following the instructions for use which state: "preparation and inspection, section 3.3 inspection of the endoscope, and section 3.8 inspection of the endoscopic system as below. Inspection of the endoscope inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the suction function depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. Inspection of the instrument channel insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. Confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.